Manufacturer narrative:
(B)(4). Evaluation: a labeled winding former and a dispensed needle-suture of product were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however slight marks on the body of needle that appear to be by use of surgical instrument were noted. The suture was examined, the barbs and loops were present in the strand; but damage along the suture and a knot in the middle were observed. The barbs could not be measured. A functional test was performed using and the tensile force was above the minimum requirements. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the sample condition, an assignable cause could not be determined.

Event description:
It was reported that a patient underwent an unknown wound closure procedure in 2018 and a suture was used. During surgery, when the surgeon put his fingers on either side of the incision and applied a little pressure, the tissue fell apart and the suture broke. It was noticed that there were no barbs intermittently along the suture. The procedure was completed by using a replacement. There were no patient consequences.